Event description:
The customer received questionable low ion selective electrode (ise) potassium and sodium results since (B)(6) 2013 after all of the electrodes were changed. Data was provided for three patient samples that were tested on (B)(6) 2013. Of the data, only the potassium result for one patient sample was discrepant. The initial result was 3.6 mmol/l which was reported outside the laboratory. The sample was repeated at other lab on a cobas c501 analyzer and the result was 4.17 mmol/l. The customer changed the potassium electrode and the sample was repeated. The result was 3.9 mmol/l. The customer was not certain which result was correct. The patient was not adversely affected. The potassium electrode lot number was d40 with an expiration date of 04/30/2014. The field service representative determined the electrodes needed to be conditioned. The customer replaced the reference electrode, primed the system several times and ran some serum through the electrodes. The system was verified with a (B)(4) point precision test. The customer calibrated and ran controls for the ise assays with all results within specifications. Further investigation could not determine a specific root cause of the issue as the customer was not able to provide needed data.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.